Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that they have been generating discrepant results for multiple assays on the architect c16000 analyzer. The customer states that one patient sample generated an initial sodium assay result of 136 mmol/l that retested at 180 mmol/l. No suspect results have been reported from the lab. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) visited the customer site on several occasions to try and resolve the issue of erratic results. During the process of troubleshooting, many of the primary optics, dispense, aspiration, and wash components were replaced, cleaned, and/or aligned. Resolution was achieved when the fse replaced the syringe seal 1, seal 2 and o-ring for the r2a syringe. It was also noted that the 1b probe was leaking water on the reagent carousel cover. The fse then replaced the probe wash bellow and poppet valves, performed a system fluid flush and the daily maintenance procedure. This appears to suggest (but not confirm) that the possible cause is related to the leaking r2a syringe and/or a leaking internal probe wash pump. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (201837-108) contains information to address the customer's current issue. Because multiple component/part replacement was required to resolve the customer issue associated with this complaint, a single definitive cause was not established. Based on the information provided, a malfunction cannot be identified. Method: review of complaint tracking and trending.